Manufacturer narrative:
Additional manufacturer narrative: r&d evaluation: pre-redo transthoracic echocardiography (tte) and transesophageal echocardiography (tee) images (dated (B)(6) 2018 and (B)(6) 2018) provided by the hospital was reviewed by an independent expert on echocardiography with following impression: reportedly 6-7 months after implantation, moderate (2+) or moderate-to-severe (3+) paravalvular aortic regurgitation is noted, with a jet origin at the base of the usual location of the left coronary cusp. With apparently normal valve positioning and appearance, there is nothing on the submitted images that suggests a cause for the paravalvular leak. Intraoperative images from immediately after implantation were not submitted for review; independent assessment of change over time in the severity of the paravalvular leak therefore is not possible. An observational evaluation was performed on the valve. As received, the valve was substantially deformed, presumably related to the explantation of the valve. Commissures 1 and 3 appeared to be pushed severely inwards resulting in leaflet tissue folding on all three leaflets. The frame on the inflow side of the valve was also deformed. Sewing ring damages was noted that presumably related to the valve explant. The leaflet tissue is intact and appears to be well preserved. The host tissue growth on the bioprosthetic leaflets is unremarkable. Mild host fibrous (pannus) tissue growth was noted on the valve frame. No calcification was depicted on any of the leaflets by x-ray imaging. The deformation of valve wireform and frame was confirmed by x-ray images. The reported pvl was confirmed by the echo review while the specific cause(s) for the pvl could not be determined at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The product was returned for evaluation. Customer report of paravalvular leak could not be confirmed through visual observations. As received, the valve wireform and frame were distorted, and commissures were bent. The x-ray demonstrated the frame and wireform to remain intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 1.5mm on leaflet 2 at the outflow aspect. Host tissue on the frame circumference was moderate at the inflow and outflow aspect. The sewing ring was cut near leaflet 2, and the wireform was exposed on commissure 3.

Manufacturer narrative:
The device was not returned to edwards for evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, it can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons, including technique and patient related factors. The type and cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring re-operation in the immediate post-operation period is due to procedural related issues and is unrelated to the device. Regurgitation which develops progressively over time can be due to number of issues including patient related factors or structural valve deterioration. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that a patient with a 25mm valve was explanted after an implant duration of approximately 7 months due to paravalvular leak (pvl). As reported, a small leakage in the lcc area was found during operation. At follow-up after 6 months post op showed that there was type iii/IV pvl. The device was replaced with a 25mm pericardial valve. The patient was noted to be discharged and doing well.